Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implanted procedure, the left ventricular (lv) lead dislodged. No patient complications have been re ported as a result of this event.